Event description:
It was reported that the patient experienced pain when pumping the ipp device. The doctor removed the inflatable penile prosthesis (ipp) device and replace it with a spectra penile prosthesis (spp) device.